Event description:
It was reported a patient experienced peritonitis and was hospitalized coincident with peritoneal dialysis (pd) therapy. The reporter stated that the patient experienced tuberculosis in the peritoneum, which led to peritonitis. The patient was treated with injection vancomycin (1 gram), injection amikacin (150 mg started dose), injection fortum (500 mg) and injection reflin (500 mg in each bag). The patient remained hospitalized at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): upon follow up it was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.